Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor alerted her of a low blood glucose reading, however she was not low when she tested her blood glucose readings. Customer also mentioned receiving a no delivery alarm when filling her cannula and stated that the bolus is not being recorded in the bolus history. Customer declined troubleshooting at the time of the call. No further information reported.